Event description:
This unsolicited case from (B)(6) was received on 13-sep-2016 from a physician. This case concerns a patient (demographics not provided) who received treatment with synvisc injection and later after unknown latency experienced haemorrhagic irritation of synovial membrane. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml (frequency, batch/lot and expiration date not provided) into an unspecified knee for knee disorder. On an unknown date, after unknown latency, patient experienced haemorrhagic irritation of synovial membrane which required hospitalization. Action taken: unknown. Corrective treatment: not reported. Outcome: not recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated 21-sep-2016: this case concerns a patient who started receiving synvisc injections and experienced "haemorrhagic irritation of synovial membrane" after unknown latency. Although the event has been assessed as related to the product, however, availability of limited information regarding the status of therapy at the time of reaction and the temporal gap precludes a comprehensive case assessment. Also, the exact nature of the event cannot be ascertained from the reported information hence, a possible iatrogenic cause cannot be ruled out. Further information regarding patient's underlying knee disorder, technique of injection and the time frame of therapy and event occurrence is required to make complete case assessment.

Event description:
This unsolicited case from (B)(6) was received on 13-sep-2016 from a physician. This case concerns a patient (demographics not provided) who received treatment with synvisc injection and later after unknown latency experienced haemorrhagic irritation of synovial membrane. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml (frequency, batch/lot and expiration date not provided) into an unspecified knee for knee disorder. On an unknown date, after unknown latency, patient experienced haemorrhagic irritation of synovial membrane which required hospitalization. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Follow up was received on 21-sep-2016. No new information was received. Additional information was received on 22-sep-2016. Global ptc number and ptc results were added. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2016: the additional information does not alter the previous case assessment. Sanofi company comment dated (B)(6) 2016: this case concerns a patient who started receiving synvisc injections and experienced "haemorrhagic irritation of synovial membrane" after unknown latency. Although the event has been assessed as related to the product, however, availability of limited information regarding the status of therapy at the time of reaction and the temporal gap precludes a comprehensive case assessment. Also, the exact nature of the event cannot be ascertained from the reported information hence, a possible iatrogenic cause cannot be ruled out. Further information regarding patient's underlying knee disorder, technique of injection and the time frame of therapy and event occurrence is required to make complete case assessment.